Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 167 mg/dl. The customer stated that there is crack in lcd center portion not visible. The customer stated that he bumped into wall. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.